Event description:
Information received a smiths medical infusion extension sets and disposables/medex extension sets multi line had open line. The rn found leaking at the y-connector on main infusion line. Providers considered it a line break. Cultures drawn and antibiotics given to an oncology patient, due to the invasive line being central line. This patient was considered immune compromised. Cultures cam e back negative.. No serious injury occurred but may have occurred with malfunction.